Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported event could be "incorrect, non-uniform thickness at the distal end". A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿testing the balloons: each balloon must be inflated with air and examined for air leaks before intubation. With the manometer connected to the pressure monitoring outlet, the pressure within the gastric balloon is determined following distension of the balloon with 100, 200, 300, 400 and 500 ml of air. The balloons are then deflated and coated with a water soluble lubricating jelly." Correction: d4, d10, h3.

Event description:
It was reported that the user opened the minnesota tube and tested the balloon and it would not hold air. The customer noted that no holes were observed in the balloon, and there was a slight delay in care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user opened the minnesota tube and tested the balloon and it would not hold air. The customer noted that no holes were observed in the balloon, and there was a slight delay in care.